Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and ventricular implantable lead exhibited sensing issues that resulted in pacing inhibition over a three day post-implant period. These items were explanted and blood was noted in the header of this ICD at the time of explant.